Event description:
The cook celect navlign jugular and femoral vena cava filter set was placed (B)(6) 2012. (B)(6) 2012, the pt came in for a scheduled retrieval. It was at this time noted on fluoro that 2 primary struts had fractured. The main body of the filter was retrieved and the fractured struts were left in the pt. They were not retrievable at the time. No further info available. Additional info received 12sept2012 - initially, the filter was attempted to be retrieved using the gtrs. When they were unsuccessful with that they changed to a larger sheath and retrieved the filter using endoscopic biopsy forceps.

Manufacturer narrative:
(B)(4). Exp. Date is unk as lot # is unk. Device manufacture date: unk as lot# is unk. Since the device in question was not returned, the eval is based solely on the description and the available images. Eval of the complaint showed that at least three of four legs perforated the ivc. Subsequent inferior migration was a consequence of the legs flaring unopposed. The right legs are fractured. One fragment is right and anterior to the ivc. It is well below the location of the duodenum. The other fragment has migrated either in or anterior to the right psoas muscle to the pelvis. In this specific case it is unk if the pt underwent any kind of procedures after filter implant. From the literature it is known, that manipulation in the area of the filter may cause changes to the filter configuration and to the filter placement, thus causing stress and possibly fracture to the wires. The instructions for use list 'damage to the vena cava' and 'vena cava perforation' as potential adverse events, which have also been reported in the publically available medical and scientific literature. There is no evidence to suggest that this device was not mfg according to specifications. No further action is warranted at this time but monitoring for similar events will continue.